Event description:
The customer reported a leak in the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the forceps/instrument channel port was damaged. This report is being submitted for the malfunction found by service during the device evaluation.

Manufacturer narrative:
Upon further evaluation, service found the ud plate and body control unit demonstrated fluid ingress, and the ud plate paint was peeling. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress, handling, or other issues. Olympus will continue to monitor field performance for this device.